Event description:
It was reported to vyaire medical, the customer stated that the volumes were low and that his vti was reading 290ml. Reported issue occurred during testing. No patient involvement.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4) currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device has not been returned for evaluation